Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was noted that this alarm occured three times in thirthy days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 128 alarm. The ez-prime steps were completed correctly. All currents draw are within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was moisture corrosion observed in the battery canister. The pump¿s cover was removed and there was further moisture found to the power supple circuit. A leak test failed due to a battery compartment leak.